Event description:
When the package was opened, it was noticed that the locking pin was not in place and the tip of the stent has partially deployed. The product was properly stored. There was no defect on the outer box and sterile pouch. There was no mishandling of device when the product was opened. There was no damage to the tip of the stent and the handle was not broken. The product was not used in the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.